Event description:
It was reported that with a nurse present in the room the ventilator activated a disconnection alarm. The ventilator was not ventilating, was leaking, and producing a loud whistling noise from the inspiratory valve. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that with a nurse present in the room the ventilator activated a disconnection alarm. The ventilator was not ventilating, was leaking, and producing a loud whistling noise from the inspiratory valve. No health consequences for the patient were reported.

Manufacturer narrative:
The device including its logfile was provided for the investigation at the manufacturer. The device was delivered without the expiratory valve and breathing circuit. The device was tested in a long-term run under various conditions and under different settings. During the test, no alarms were posted and no errors were logged. The test showed no indication of a device malfunction. Analysis of the log file showed that the last device check successfully passed on june 25 at 21:45 and the subsequent breathing circuit check determined too high inspiratory and expiratory resistances. Ventilation was started on june 26 at 1:25 in ventilation mode vc-ac. Various ventilation-related alarms such as "disconnection?", "airway pressure high", "vt high", "mv low" and "leakage" were issued posted over the entire running time of the ventilation session. The entries in the log file at the time of the event correspond to a device with high leakage or disconnection, indicating an application-related issue. There is no log entry indicating a device malfunction. Based on the hardware and log file analyses the device performed as specified and alarmed the application issue correspondingly. If the patient is not ventilated adequately, an audible and visible alarm together with a corresponding alarm message would be given according to the alarm settings. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury in case of recurrence as no malfunction occurred.